Event description:
Additional information was received. It was reported that the previously reported type v endoleak resolved without treatment. The physician assessed this event as not procedure related. The device relation remains unknown.

Manufacturer narrative:
(B)(4). Results: endoleak. Type v endoleak. Conclusion: type v endoleak.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 45 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that two years post implant, a type v endoleak was identified and no intervention was performed. The investigator assessed this event as not procedure related and device relationship was not reported. Additional information was received recently where it was reported that the aneurysm diameter increased 10 mm over a 12 month period and this was due to the type v endoleak which was previously reported. The aneurysm expansion was in zone 3 and 4 of the thoracic aorta. The device and procedure relation are unknown. No additional clinical sequelae were reported and the patient is fine. Please note that this model number tc4242c150xc is not approved in the united states; however, it is similar to the vamc4242c150te which is approved in the united states.